Event description:
During a vats wedge resection procedure, the device stapled but did not cut completely through the staple line. The device left a bridge of tissue between the staple lines. Surgeon had to use scissors to transect the stapled tissue. The case was completed with another like device. There was no pt consequence.